Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: expiratory valve cal failure, pressure calibration failure, flowsensor test failure. No patient involvement.